Event description:
(B)(4). Hair loss, memory loss, poor calcium in my teeth, weight gain, emotional distress, anxiety/depression, headaches, nausea, leg cramps, abdominal cramps, bloating, gas.

Event description:
(B)(4). Excruciating abdominal pain, lower back pains, heavy blooding during menstrual cycles ( I'm on birth control now to regulate my cycles; I was having every two weeks), nausea, headaches, bloating, gas.